Event description:
It was reported that the ilet pump was dropped from its clip during a supply change, after which the screen bezel separated and the display became unusable, consistent with a device display issue and a loss of or failure to bond, and the device was no longer watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly, aligning with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The device was reported to require replacement, and the user was advised that functionality could not be determined and to consider backup therapy.